Event description:
It was reported that the patient has presented remotely to the clinic via merlin.net transmission. Review of the transmission revealed noise oversensing on the patient¿s insertable cardiac monitor (icm) potentially due to electromagnetic interference (emi). The patient was subsequently brought into the clinic, where device programming adjustments were made to address the issue. The patient remained in stable condition throughout.